Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the catheter was placed at end morning, at 8 pm a leak was noticed at the junction of the catheter and the adapter. The device was removed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Sever attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.